Manufacturer narrative:
(B)(6). The product was repaired in the field and will not be returned for evaluation.

Event description:
Information was received indicating that a smiths medical medfusion pump had a failure with a high acuity patient. It was reported that the pump asked for a biomed code while in use. The pump was returned to the biomed with the battery at 0%.there was no reported adverse event.